Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient rolled his eyes during procedure caused tear film on the ablation zone. This affected the left eye, and the post operative result was not as expected, with manifest refractive spherical equivalent was more than one diopter in left eye after trans photorefractive keratectomy. The follow-up correction is planned after six months.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system successfully passed all initialization steps. The logfile shows twelve successfully performed treatments on that day. The logfile shows that the reported treatment left eye was performed successfully with two interruptions. The interruptions were caused by the user releasing the laser pedal. It is not apparent in the logfiles why the user released the laser pedal. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified per service and installation record at the latest instance of the preventive maintenance program. No root cause for the customer's reported event could be determined conclusively, however, as the surgeon indicated that the event was caused by the patient's eye movement and the tear film, an technical malfunction can be ruled out the manufacturer internal reference number is: (B)(4).